Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated customer tested on his aviva nano system at approximately 8-8:30 pm and received a result of 24.0 mmol/l. Customer took an unknown dose of humalog at this time. At approximately 9:30 pm the customer started to feel dazed and his wife could not keep customer awake. Wife tested customer's blood glucose on his aviva nano system and received a result of 6.4mmol/l. Customer's wife treated customer with 1 glucose tablet and 3 (B)(6). Customer passed out and his wife called an ambulance; they arrived at approximately 10:00 pm. The ambulance was unable to get a result on their meter and treated customer with glucagon and IV fluids. They tested again on the ambulance meter at an unknown timeframe and obtained a result of 1.4 mmol/l. Slowly his blood glucose went up to 14 mmol/l on the ambulance meter but then started to drop again, so they brought the customer to the hospital. At the hospital the customer was diagnosed with a chest infection. The customer was treated at the hospital for the chest infection and was sent home the next day. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.